Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 130-150 mg/dl fasting. Verified the strips expire 09/29/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 317 mg/dl and 286 mg/dl fasting. Reviewed meter memory: 296 mg/dl ,fasting: yes; 477 mg/dl, fasting: yes; 293 mg/dl, fasting: yes; 401 mg/dl, fasting: yes; 179 mg/dl, fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 130-150mg/dl fasting. Verified the strips expire 09/29/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 317mg/dl and 286mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.